Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure occurred. According to the patient, they experienced a sensor failure on (B)(6) 2025. On (B)(6) 2025, dexcom received an email from the patient that stated, after they ran out of sensors, they ¿ended up in the hospital¿. No further information regarding the event was reported in the email and attempts to contact the patient for more information were unsuccessful. The timeline between the sensor failure and the patient going to the hospital was unknown. There was no documentation of further medical evaluation or intervention. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.